Manufacturer narrative:
Information was not provided by the affiliate. Information anticipated, but unavailable at this time.

Event description:
It was reported that the device was used during a vats lobectomy, staples malformed. There was no reported patient consequence.